Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Test strips not returned for evaluation. Most likely root cause is defective component - u4.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 67 mg/dl on (B)(6) 2016 at 06:45am. The customer's expected fasting blood glucose test result range is 90-100mg/dl. The customer feels weak and shaky at the time of the call. Medical attention is not needed and reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). At the time of test customer stated that she was feeling shaky, so she had something to eat and she felt better. She is currently on metformin 500mg 3 times a day, 2 in the am and 1 at night, insulin 18units at night. She stated that she ran another test before she called and her results is 76mg/dl (fasting).